Event description:
The customer's mother report that her daughter blood glucose and insulin history is as follows: time: 4:39 pm; bg (mg/dl): 446; bolus (u): 4.9; time: 5:52 pm; bg (mg/dl) 438. At 5:54 pm, her daughter was complaining about the site being painful and then she noticed bruising around the site. Upon deactivation she realized that the needle did not retract back into the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism (fail to retracted) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.